Event description:
The customer reported that his blood glucose measured between 250 and 311 mg/dl. He did not have all of the history, but he was giving correction boluses. When he removed the pod, he observed that the cannula was bent. He threw the pod away.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No qualification record review was performed as no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."